Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to recognize closed. A field service engineer observed no failures initially. After inventorying, the drawer failed when it was closed. The fse opened the back panel and discovered a small package obstructing the sensor, removed the obstruction, tested the drawer in the hardware test application (hta), and it passed. Customer then performed an inventory test with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed to recognize when it was closed. The user reported having to apply force multiple times during cases to close the drawer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.